Event description:
In 2008, the patient reported she awoke this morning to find her insulin infusion device display blank and she had a blood glucose reading of 623 mg/dl with "moderate ketones." She said her recommended range is 120 mg/dl. Symptoms are not feeling well, fatigue, and "cotton mouth." She stated her infusion device was working properly last night. She said when she tried to deliver a bolus, the buttons on her device would not respond. She stated she changed her battery cover and changed to a new unexpired battery on two days earlier. The pt was instructed to change her battery again but the device screen remained blank. The pt will switch to injection therapy. On follow up with the pt on four days after the original date, the pt stated she has no more ketones and her blood glucose readings returned to her normal range within hours of using her replacement infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.